Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating that there was no sound heard from the device. A good faith effort was made to investigate if the device was in clinical usage at the time of the failure, however this information was asked but unknown. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The customer spoke to the rse about the issue and evaluated the device. Based on the information available and the testing conducted, the cause of the reported problem was a failed ultrasound transducer. The reported problem was confirmed. The customer was provided a replacement device 453564435241 - av-us ultrasound xdr to resolve the issue. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Reporting address line 1: (B)(6).